Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse integrated electrosurgical unit (iesu) due to multiple m-02 error messages. The system was tested and verified as ready for use. Isi has received the iesu, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation and/or if additional information is obtained. A log review confirmed a prostatectomy - radical w/lymphadenectomy procedure on (B)(6) 2022 on system sk4339. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup/third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, errors on the integrated electrosurgical unit (iesu) were noted. The robotics coordinator (roco), called technical support after a procedure to report that site experienced an m-02 error. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs and noted several iesu-related errors. The caller stated that they were unable to resolve the issue by rebooting and needed to used a backup force triad generator to complete the procedure. The caller was requesting isi field service engineer (fse) to follow up. The site was completing the procedure with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vio integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the reported complaint. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair.